Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted for recommendations. Upon review of the available information safety mode was confirmed and device replacement was recommended. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device was reported to had been retained by the facility.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.